Event description:
The customer reported that an advia 2120i barcode reader misread a barcode. Barcode (B)(6) was read as (B)(6). There were no reports of adverse health consequences or known patient intervention due to the misread barcode.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc) regarding this event. Siemens evaluated the barcodes that were submitted by the country and determined the cause of the misread barcode was user error. The customer was using codabar symbology, that is not recommended by siemens as per the barcode selection in the operator's guide. The instrument is performing within specifications. Further evaluation of the device is not required.